Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this issue is being investigated through CAPA. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.